Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available.

Event description:
A family member reported the test would not start when a sample was applied to the test strip on a customer's freestyle freedom lite glucose meter. As a result of this issue, the caller reported that on (B)(6), 2011 at 2:00am, the customer "went to the bathroom, got dizzy and collapsed, and did not lose consciousness." Paramedics were summoned and transported the customer to a health care facility. The customer was diagnosed at the health care facility with severe hypoglycemia, and treated with an intravenous infusion of unknown type. No self-treatment was reported. There is no report of death or permanent injury associated with this case.